Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that chemotherapy did not fully infuse overnight, and approximately 300 ml was left. New tubing had been used for this 1900 dose. The tubing did not prime readily and required squeezing of the bag to prime the line. The rn asked the charge rn on the unit if she had noticed this happening recently, and it was confirmed that she had. It was noted that there was medication left in the bag, the infusion was reprogrammed, and finished at approximately 0800. The customer reported, that while a secondary bag typically infuses well when at least 12 inches from the primary, the device for some reason was pulling from both the primary and secondary despite them lowering the primary bag fairly significantly. There was no patient harm.